Event description:
It was reported that when attempting repositioning of the subject coil in the aneurysm to engage with the vessel, it got prematurely detached. (Location of prematurely detachment is unknown). Insert forceps into the sheath and retrieve them as a single unit. Hemostasis was achieved once, the contralateral femoral artery was punctured, and the procedure was continued with the replaced coil and completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. When attempting repositioning of the coil in the aneurysm to engage with the vessel, it got prematurely detached. (Location of prematurely detachment is unknown). Additional information indicated that the device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/ prior to use on the patient. Intermittent flush was set up and maintained throughout the clinical procedure. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the as reported 'main coil prematurely detached/separated during use.'

Event description:
It was reported that when attempting repositioning of the subject coil in the aneurysm to engage with the vessel, it got prematurely detached. (Location of prematurely detachment is unknown). Insert forceps into the sheath and retrieve them as a single unit. Hemostasis was achieved once, the contralateral femoral artery was punctured, and the procedure was continued with the replaced coil and completed successfully. No clinical consequences were reported to the patient due to this event.